Event description:
It was reported by service report that there was a problem with the fowler staying in place. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.